Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source kept displaying e216 and b30 communication error codes. The issue occurred in reference to an unspecified diagnostic procedure. There were no reports of patient harm.

Event description:
The issue occurred during a colonoscopy diagnostic procedure, and the intended procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the investigation results, a definitive root cause could not be determined. In speaking with the olympus technical assistance center (tac), the customer reported that two 190 series scopes were displaying e216 and b30 errors on two separate video system center towers. Tac advised shutting off the video system center tower, cleaning the contacts on the scopes with 70% ethyl or isopropyl alcohol using a lint-free cloth, and then plugging the 190 series scope back into the video system center. If the errors occur again, I advised them to set the scope aside and follow the same procedure with the second scope. If both scopes still display the errors, tac advised them to send the scopes to the national service center for evaluation and repair. Olympus will continue to monitor field performance for this device.